Event description:
It was reported that there was damage to the pump housing and usb port, which affected the customer's ability to charge the pump. The customer's blood glucose level at the time of the issue was 10.3 mmol/l, which is within the normal range. Tandem technical support arranged to replace the pump, and the customer planned to use a replacement pump to ensure insulin delivery was not interrupted.